Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training demonstration, cardiosave intra-aortic balloon pump (iabp) was unable to do iab fill. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) attended site and confirmed fault- autofill failure in clinical operation. All pneumatic and autofill tests passed in service mode but diagnosed issue with safety disk. Fse replaced safety disk (d202-00-0140) and tested again- passed, autofill working in clinical mode. Performed function tests- passed. Unit good to use and returned back into service.

Event description:
N/a